Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray is not possible. Review of the log file showed that fdc post failed and fdc r1 led was red. During troubleshooting, fse found that issue was with fdc. Fse replaced fdc. After replacement system was returned to use in good working order.

Event description:
It has been reported to philips that exposure was not possible. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting actions showed a problem with the flat detector controller (fdc). The fse replaced the fdc and returned the system to use in good working order.